Event description:
Device issue: none. Adverse event: perforation. Onset of adverse event: during the procedure. It was reported that after a rotablator was performed in the mid and distal lad and pre-dilatation, a 2.5 x 28 xience v stent was deployed in the distal lad. A 2.5 x 28 xience v stent was deployed in the mid lad with the distal end of the second xience v stent overlapping the proximal end of the first xience v stent. The second xience v stent was post-dilated in the overlapping area; however, after post-dilatation a perforation was observed. A balloon was inflated and a graftmaster device was deployed to treat the perforation successfully. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). The stent remains in the patient. The lot number was provided. A review of the device lot history record is forthcoming. A follow-up will be submitted with any relevant information.